Manufacturer narrative:
The pump passed the operating currents, self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or no delivery alarm tests due to the motor error alarm. No unexpected low battery, off no power, battery icon anomaly or blank display anomaly noted. No damage was found on the lcd isolation tape. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son's insulin pump alarmed motor error during the fill cannula process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an x-ray machine. The device alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.